Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. A tubing set problem (tsp) alarm is triggered by the lvp if it thinks there is an issue with the administration set. This could be caused by the administration set resistor knob channel being clogged which will more commonly be seen low flow rates such as 0.5 ml/hr. In addition, could be caused by failing the lvp's leak check. The "leak check" is a check that the pump does to ensure the set isn't leaking prior to starting a flow test. Common reasons a fail could occur include 1) can be caused by the administration set having a leak (can be small and not seen by visual eye), 2) can sometimes be caused by a dirty "ipc seal" on the pump causing improper connection with the admin set, 3) can be caused by the admin set not being inserted correctly. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25c10038 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: " reporting complaint further to a pump that did not function as expected. No patient harm pump + tubing was set up at the beginning of the night shift approximately between 2000-2200hrs on oct 16. The pump was infusing all night without issue when on oct 17th at 0527hrs (approx 8-10hrs into running infusion) a high priority "tubing set problem" alarm triggered, which interrupted an active infusion on a neonate (infusion stopped for approximately 4 mins). Troubleshooting actions: fk clinician was called, instructed nurse to reload cassette. Pump restarted on first attempt. Medication infusing: sodium acetate + heparin (bag). A preliminary review of the logs identified the following issue: tubing set misloaded. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.